Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: multiple no cartridge detected eaw 163 warnings observed in b/box. Load step malfunction was duplicated during investigation. During load step, piston pushes up until cartridge is empty. Force calibration failed at 0. The force sensor removed and tested- resistance value was found to be out of specifications at 10.7 k ohm. Moisture was found on force sensor plate. Battery compartment cracked alongside and from top traveling to bumper. Threads on battery cap are stripped and are unable to secure. Test battery cap was able to secure and was used for testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.